Event description:
Customer reported, "gas shortage alarm not working. As the alarm is not working, does this mean there is no audible signal? If so, could it be that the following occurred and therefore the alarm was missing: warning: the gas mixer audible alarm may not function when both air and oxygen inlet pressures are less than the minimum specified inlet pressure of 30 psig."

Manufacturer narrative:
Customer reported to our EU distributor that the sechrist air/oxygen gas mixer had an alarm issue. No patient involvement or injury reported. Neither customer or distributor reported to FDA according to the information we have at this time. Device in question will not be evaluated by sechrist as distributor will evaluate and service. At this time, the report is based on the information we have. We have requested more information from the customer in regards to the incident, and our distributor in regards to service records and evaluation/repair of the device in question. Manufacturer reference file no. (B)(4).